Event description:
Edwards received notification from spain that a valve model 11500a25 implanted in the aortic position was explanted after an implant duration of approximately 7 years and 5 months due to pannus overgrowth observed at the valve annulus and a leaflet thrombus leading to moderate to severe stenosis and increased gradients (mean/peak gradient 35.67/55.54 mmhg; velocity 3.68m/s; area 0.87 cm2). The patient presented with progressive dyspnea nhya ii-iii. A bioprosthetic valve was implanted in replacement with no reported complications.

Manufacturer narrative:
D6a. If implanted, give date: the implant date is only known as "(B)(6) 2018". Thus, on (B)(6) 2018 is being used to calculate the minimum implant duration. H11. Additional manufacturer narrative: the device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Added information to section a2, d9, h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). Corrected data g1. H3: evaluation summary: customer report of pannus, leaflet thrombus and stenosis were confirmed through visual observations. Report of increased gradients was not able to be confirmed through visual observations. X-ray demonstrated commissures 1 bent outward and band deformed around leaflet 1 and 3; the vfit band does not appear expanded. As received, thrombotic/fibrin-like material was observed on the outflow surface of leaflets 1 and 3. Moderate host tissue overgrowth encroached onto the tissue. Host tissue fused leaflets 1 and 3 on the outflow aspect. Host tissue on the stent circumference was moderate at the outflow aspect. Host tissue overgrowth and leaflet thrombus restricted leaflet mobility and led to stenosis. Multiple suture threads remained attached to the sewing ring. Sewing ring cloth was cut in multiple areas around the valve exposing the metal band. H11: additional manufacturer narrative: a device history record (DHR) review was performed, and no relevant non-conformances were identified. Pannus is a non-immune inflammatory reaction of the body to the implanted prosthesis, characterized by proliferation of fibroelastic tissue and collagen, with a starting point in the suture area and subacute or chronic centripetal evolution. Pannus can have both beneficial and harmful effects depending on the amount of growth and location. A small amount of host tissue growth over the suture line is expected and is needed to form a non-thrombogenic surface and complete the healing process after device implantation. In contrast, an excessive amount of pannus growth can cause nonstructural dysfunction that may require intervention. Host tissue growth can extend onto the cusp surfaces leading to thickening of the cusps, cusp retraction or curling, leaflet immobility, and/or abnormal coaptation, potentially resulting in valvular regurgitation, elevated gradients, and/or stenosis. Thrombosis is a condition in which blood coagulates and creates what is commonly known as blood clots. Thrombosis can cause life-threatening conditions requiring immediate medical attention. Bioprosthetic valve thrombosis (bpvt) is one category of bioprosthetic valve dysfunction and is an increasingly recognized complication of tissue valve prosthesis. Bpvt usually occurs late after implantation and can be further categorized into two subcategories: clinical valve thrombosis (cvt) and subclinical valve thrombosis (slt). Clinical valve thrombosis is defined as clinically apparent prosthetic valve dysfunction with the typical finding of an increased transvalvular gradient with a mobile mass/thrombus on the prosthetic heart valve as visualized by echocardiography or multi-detector computed tomography (mdct). Based on the information available, the most likely cause is patient factors including the ex smoker condition.